Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed lost sensor during the bolus procedure. Customer was willing and able to upload. The blood glucose reading was 446 mg/dl. Customer was high after a meal and could not bolus. Customer stated they did not receive a new transmitter. Nothing further reported.